Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic adrenalectomy, the seal was damaged. The seal broke and fell into the cavity of the patient and was taken off with a grasper. The trocar was changed to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.